Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031. The device evaluation details. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 01-jun-2026. Visual inspection and functionality test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that there was a hole at the pebax. The device was connected to carto 3 system and it was recognized. The functionality test was realized and no errors were observed. The force values and the vector were observed within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The hole in the pebax could be related to the force and magnetic sensor errors reported by the customer; therefore,the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during or after the procedure. However, this could not be conclusively determined. The instructions for use (IFU) of the carto 3 system contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The instruction for use of the device contains the following recommendations: zero the contact force reading following insertion of the catheter into the patient. The tip electrode and all four ring electrodes on the catheter tip must be outside of the sheath so that the force sensor is inside the body. Variations in the force reading at the same rate as the cardiac or respiration cycle may indicate contact with cardiac structures. When these markers indicate the catheter tip is not in contact, the reading can be zeroed. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole at the pebax. The 106 alert code occurred after the catheter was plugged into the carto and before the first ablation (out-of-box failure). Meanwhile, the magnetic sensor issue/error was displayed. Error code '105' was displayed. A second device was used to complete the procedure. There was no adverse event reported on the patient. Catheter was not used in the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 05-jun-2026, it was identified that there was a hole at the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole at the pebax on 05-jun-2026 and have assessed this returned condition as reportable.